Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother was reported via phone call that customer experienced high blood glucose level. The customer's blood glucose level was 500 mg/dl. Customer stated that infusion set had a bent cannula for multiple sets. The device will not be returned for analysis.